Event description:
Pump was sent to service with report "did not infuse proper amount". The facility reported that an unknown amount of heparin overinfused causing the patient's bleeding times to be elevated resulting in the use of protamine sulfate. The patient responded well to the protamine and no adverse outcome was reported by the facility. No additional information was available.